Manufacturer narrative:
The pump passed the self test. However, pump received an immediate restart during rewind followed by a the main arm cannot communicate with the motor arm alarm due to moisture damage found on the electronic assembly. Unable to perform the displacement test due to the main arm cannot communicate with the motor arm alarm. Found this moisture damage on the flex cable connecting lcd to pcb2. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error. The customer stated that the self test was passed. Customer was able to clear and rewind the insulin pump. Customer stated that the insulin pump had cosmetic damage. Customer stated that the reservoir and insulin pump does not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.